Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient started they met with their health care provided are currently taking some medicine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient stated that "something's not working right" because they have been wetting their self the last 2 to 3 days and confirmed that this was a return of their target symptoms. Patient was changed to program 2. No further complications were noted or anticipated.